Event description:
It was reported that the patient presented for explant of the pulse generator due to pacing induced cardiomyopathy. The device was replaced with a biventricular pacemaker, and the patient was discharged. No further information was available.

Manufacturer narrative:
The device was received above normal elective replacement indicator (eri). Visual inspection found no device anomalies.